Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking, a hole was noted in the packaging. When unpacking the imager ii angiographic catheters, a hole was noted in the sterile packaging of one of the devices. The device was not used. As there was no patient involvement, no patient complications were reported.